Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty g1 printed circuit board causing the reported device power on issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Subject device evaluation found the device cannot be turned on due to faulty g1 board (printed-circuit board). The customer reported issue of " power does not turn on (booting error)" was confirmed. In addition, the following findings during device evaluation , service repair noted the following observation : led on buttons are dim due to the faulty control board. Dots on the image due to damaged lcd panel. The display has scratches. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the power does not turn on (booting error). The issue occurred at preparation for use for a diagnostic endoscopy procedure. According to the reporter, the procedure was completed with a similar device. Delay was between half an hour and an hour. There was no injury to the patient. There was no patient harm, no adverse event reported on this event, no user injury reported.